Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections & results: lockout position fired, cartridge condition 1/2 fired, cartridge return batch number j00d69, instrument number 68. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack broken, condition of yoke good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the safety lock-out and the cutter systems did not work properly. It was also reported that the device did not fire all the clips. A new device was used to complete the case. There was no patient consequence.